Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in 2008. The pt returned for a post-op visit and a block angle and elevated iop were observed. The lens was explanted in 2009 with no pt injury. The lens was not exchanged for another lens at that time due to the surgeon wanting the eye to stabilize. The patient's current condition is good.

Manufacturer narrative:
Eval codes, method - results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for eval.